Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After approximately one hour after arriving to the unit, a medium size hematoma, that was not immediately present post-operation, was noted at groin site. Manual pressure was held. A sandbag was placed and monitored. Two units of packed red blood cells were given to the patient, and anticoagulation was withheld. Doppler pulses remain present. The decision was made to leave on the impella cp at performance level p-5 overnight with the plan to explant the impella the next day given the hematoma did not grow, and hemoglobin and hematocrit remained stable. The impella cp device was explanted the following day as planned. The pump was removed from the artery with no evidence of biomaterial on the cannula or sheath. Access site was closed with two perclose. The post image showed good hemostasis. The patient was transferred back to the unit and was noted to be in stable condition.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be anticoagulation management because the activated clotting time (act) values during the time of bleeding are reported to higher than the therapeutic range(act 247).